Event description:
A male patient contacted lifecor customer support to report that the device is continuously alarming "no rate" and asked to "adjust belt". Support replaced the patient's electrode belt. In 2007, patient contacted support to report that the alarms were continuing and requested a lifecor patient service representative (psr) visit. On the following month, the psr visited the patient and verified the "adjust belt" alarm was occurring continuously. The psr replaced the patient's equipment.

Manufacturer narrative:
Device manufacture date: electrode belt- 01/2007. Monitor- 02/2003. Device evaluation summary: device evaluations of electrode belt and monitor have been completed. The reported problem was confirmed. The reoccurring "adjust belt" messages were due to a wire that was incompletely soldered in the distribution node of the front therapy electrodes. The root cause of the incompletely soldered wire is unknown, but it is likely a manufacturing defect. Monitor was tested and found to be functionally normal. It was restocked. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.